Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board and the cross beam cover.

Event description:
Customer reported the system displayed a saturation fault during a pt case and x-rays were disabled. No pt injury was reported.